Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was returned inside a non-penumbra catheter. A foreign clear substance was observed on the distal tip of the lantern. A sample of the substance was preserved, and the remainder dissolved in the decontamination solution. The distal tip of the lantern was ovalized. The non-penumbra catheter was dissected by the penumbra investigator for further investigation. The lantern was incidentally dissected as well. The polytetrafluoroethylene (ptfe) liner of the lantern was partially collapsed near the distal tip. Conclusions: evaluation of the returned devices revealed that the lantern was ovalized on the distal shaft. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated during insertion into a guide catheter, damage such as this may occur. Further evaluation revealed that the ptfe liner near the distal tip of the lantern was partially collapsed. It is likely that this damage occurred during investigation by the penumbra investigator. Evaluation of the ruby coils revealed that they were kinked in multiple locations along their respective hypotubes. If the ruby coils are forcefully advanced through a kinked catheter, resistance and damage to the coils may occur. Furthermore, one of the embolization coil stretch resistant (sr) wires was fractured. This type of damage typically occurs due to excessive force used while retracting a ruby coil against resistance. The root cause of the foreign clear substance observed could not be determined. This substance was not associated with the reported and observed failures. Penumbra catheters are 100% visually evaluated during in-process inspection. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00337, 3005168196-2016-00338.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while the physician was advancing the lantern into the patient's very tortuous collateral through another manufacturer's guidewire, the lantern became kinked. As a result of the kinked lantern, the physician was unable to advance two ruby coils through. The procedure was completed using another manufacturer's coils. There was no report of an adverse effect to the patient.